Event description:
Moderate nausea reaction with emesis noted. Meds given and pt recovered. To treat the nausea, zofran (4 mg) was administered to the patient by her attending physician. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). This event was reported to the company while the company was attempting to obtain additional information on other events. The customer reported that they could not provide any additional information since those involved are no longer at the donor center.